Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Upon further investigation, it was found that the upstream occlusion (uso) seal was buckled. The dso and uso seals were both replaced to address these issues.

Event description:
It was reported that the pump exhibited downstream occlusion (dso) seal was unattached peeling off in the bottom right corner of the seal. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.